Event description:
The customer tested her husband's blood glucose using 2 contour ts meters and received readings of 27 and 119 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.